Event description:
It was reported that the patient was admitted to the hospital due to a possible syncopal episode which resulted in the patient falling and causing physical harm. During an associated lead revision, the pulse generator was explanted and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.